Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a routine follow-up, high capture threshold was observed. The left ventricular lead was confirmed by fluoroscopy to have dislodged. The patient was scheduled for lead repositioning which was unsuccessful. The lead was explanted and replaced instead. The patient condition was stable throughout and post procedure.